Manufacturer narrative:
H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4). Manufacturer narrative comment: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Event description:
Healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens of same length different power. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation. H3-device evaluation: lens returned in a microcentrifuge vial, dry with residue/debris on product. Visual inspection found optic torn and haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).